Event description:
The 840 ventilator stopped cycling while on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the "vent inop" error codes in memory. The cse replaced the ai pcb and the unit passed its performance verification tests.